Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: vamc2626c100tj, serial/lot #: (B)(4), ubd: 10-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted for the treatment of a type b thoracic dissection (145mm length) on an unknown date. It was reported approximately 4 years post the index procedure a thoracic endovascular aneurysm repair (evar) was performed with a non mdt stent graft due to chronic false lumen enlargement. Follow-up 6 years post the index procedure revealed a new entry (d-sine) on the distal region of the non mdt stent graft. At this time intervention was completed where two valiant stent grafts were additionally implanted to extend the device coverage to the distal region. The first device vamc2626c100tj was distally implanted 5 cm from the distal edge of the non mdt stent graft. The second device (vamc3632c150tj) was then implanted proximally. It was further reported during the 10 year follow up, an unknown endoleak was observed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information was received: there was no valiant stent graft implanted in 2009. The confirmed date the of the implant of the 2 valiant stent grafts is (B)(6)2016. The exact date where the unknown endoleak was identified during the 3 year follow up and the cause of the event cannot be confirmed.if information is provided in the future, a supplemental report will be issued.